Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having air bubbles when filling the reservoir. The blood glucose at the time of the incident was 167 mg/dl. The customer was following the proper filling process. Troubleshooting was not performed. The customer requested the reservoirs to be replaced. The product will not be returned for analysis.